Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion which was verified through a review of the event history log by the presence of "upstream occlusion" alarms. Evaluation was unable to reproduce the reported symptom due to an unrelated issue. The ultrasonic sensor fluid readings were found to be out of specification, which caused the reported symptom. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.